Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted technical support for assistance with a patient line is blocked alarm and during the call stated that they were released from the hospital for fluid retention. The patient stated that while in the hospital, they performed hemodialysis (hd) on them. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) stated that the patient has been non-compliant with pd therapy. It is unknown when the patient last completed pd therapy prior to going to the hospital. The pdrn could not provide any information as to whether the patient was kept for more than 24 hours. The pdrn had no further information to provide.